Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Investigation: the device was sent to breas medical (B)(4) and arrived (B)(6) 2017. On (B)(6), breas medical ab started the examination of the device. General inspection of the device showed that the device is in good shape, but the click-on connection cover was missing. The device logfiles were investigated and they show a low pressure alarm which is a physiological alarm and that was followed by an internal function failure. The device was started and it did not sound like it should and function failure error 39 turned up, and the device was not able to start ventilation. Due to the strange noise from the device it was decided to investigate the turbine. The turbine was opened and it was obvious that it has been exposed to liquid. The original turbine from the returned unit was exchanged for fault tracing. After the turbine had been changed the device was assembled again and turned on. The device started correctly, without any strange sound and without error 39. Liquid ingress was also present on the inside of the display, the cpu-board and the psu-board. Cause: fault tracing of the device could establish that the error 39 was due to that liquid, due to use error, have entered the turbine and damage it. Conclusion and actions breas do not at this moment see any increasing failure trend of water ingress in the blower of the vivo 50 model ventilator. The vivo 50 model ventilator is not water resistant and has the following warnings about this in the instructions for use (operator manual vivo50 005003 eneu c-3): bullet under 2.1 general user precautions: "the vivo 50 may not work properly if any part has been dropped, damaged or submerged in water." Bullet under 2.3 environmental conditions: "do not expose the vivo 50 to rain or snowfall." Also the first bullet under section 2.1 general user precautions: "when a patient is treated, there must be a supervising person present during the treatment in order to take care of alarms and conditions that the patient cannot solve on their own." The information breas medical have received about if a care-giver or qualified attendant present is: "as I understood, when the incident occurred, the patient was alone, I don't know how emergency staff was called. It seems that patient had an emergency call locket" - information received from the distributor. It seems like the warnings in the safety sections in the instructions for use have not been followed. The device has performed as designed and intended if an internal functional failure occurs, by triggering a fail-safe shut-down and giving a high priority audible and visual alarm. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably practical) without taken any economic aspects into considerations. Based on the information provided, confirming existing mitigations are found effective. We will continue to track and trend the issue according to the procedures of our quality management system. No further actions are planned at this time. This incident has additionally been reported to the (B)(6), in manufacturer's vigilance report to (B)(6).

Event description:
On august 10th, 2017, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in (B)(6). Fault description per the reporter "a bedridden patient ventilated to vivo 50 during the night, the ventilation suddenly stopped following the error display 39 corresponding to a defect on the turbine. Error occurred at 22:52, patient died at 00:45."